Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 2698ml. The fill volume is 1500ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010 regarding the iipv found during evaluation. The nurse stated that the patient reported symptoms near the occurrence of this iipv found during evaluation. According to the nurse the cause of the patient's abdomen pain was that he had air in his abdomen. The nurse stated that this issue was resolved. The clinic also retrained the patient's wife. There was no patient injury or medical intervention associated with this event. The nurse stated that the patient has no further problems.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area.